Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 03/10/2016. The device was returned to apollo for analysis. A visual analysis was performed on the returned access port and noted the device was discolored, appearing blue on the port base, with non-penetrating scratches noted on the port base and septum. Brown particles were noted on the port base. The port tubing appeared to have a crack on the surface. An air leak test was performed and noted leakage from the port tubing. A microscopic analysis was then performed on the device, and noted a sharp opening in the taper tubing. A fill test was also performed, and no blockage or resistance to flow was noted. Device labeling addresses possible outcome of leak(s) as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have "the lap-band wasn't giving the expected effects. It didn't work properly." The reporter indicated the port was leaking, and the patient had their lap-band port removed and replaced.